Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that after the spin, there was an alleged inaccuracy. The site determined that the percutaneous pin was not placed correctly and the frame moved. The site then switched to live fluoroscopy to finish the procedure. There was no impact to the patient at the time of the event, and there was a delay in surgery of less then one hour.